Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 23apr2020.

Event description:
The customer reported a ventilator that experienced intermittent shut-down. The customer evaluated the device in-house. There was no device evaluation by the manufacturer. There was no patient involvement. The customer reported that this device was evaluated in-house around late 2017. The pm kit was utilized, and the battery and the power supply were replaced. These actions did not correct this reported event. The device has remained out of service on the biomedical engineer's shelf since evaluation. The customer's intention is to dispose of the product.